Manufacturer narrative:
The device and device data logs were returned for evaluation. The evaluation revealed that the failure of the pump was an imbalance in the device motor coils resistance that developed in use. Measurement of the phase resistances confirmed this failure mode. (B)(4).

Event description:
The complainant reported that a (B)(6) patient was transferred for further evaluation on (B)(6) 2014 to this facility from another health facility. The patient evaluation conditions included shortness of breath, past medical history of hypertension, severe aortic stenosis, myocardial infarction, and effusion rate (ef) of 10%, a 70% stenosis in the right coronary artery, as well as other conditions. An intra-aortic balloon pump was placed in the patient, but he continued to decompensate, his color was ashen gray upon arrival in the cath lab. In addition, the patient became anuric. It was decided to place the impella cp and it was placed without issue. The iabf was continued with impella, which is not recommended. On the night of (B)(6) 2014, the patient had a respiratory event, with a respiratory rate of 40, during which the patient flailed. An impella position wrong alarm occurred, which was immediately resolved with the repositioning under echo. It is not clear what forces were applied to the device during this incident. A bedside echo revealed an ef on 10%. The left ventricle had extremely poor function. An EKG revealed afib/aflutter and cardioversion failed. The patient was also having intermittent runs of ventricular tachycardia (vt) and pauses. On the morning of (B)(6) 2014, the patient remained impella dependent with the iabp still in when the iabp paused as a result of low native heart activity. The patient had declined to a greater degree overnight. On the night of (B)(6) 2014, after over 53 hours of successful support the pump stopped. The clinicians tried to restart the device numerous times without success. The patient was coding and an iabp was placed emergently. The patient support was reported as successfully, although the patient subsequently expired.